Event description:
It was reported from the "retrospective and prospective chart review and analysis of endoscopic treatment of biliary stents" that following a biliary stenting treatment procedure, stent migration occurred. The target lesion was a benign, distal, common bile duct stricture. A 10x80 covered biliary wallstent was implanted to treat the target stricture. Ninety one days later, mild stent migration within the biliary duct was noticed, and the stent was removed for unspecified reasons using balloon "dilarion" and forceps. The removal process was "technically difficult" due to "stent forshortening and duration of indwell". There were no clinical complications reported.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.